Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that infusion set cannula was kinked within 3 or more hours after insertion at abdomen. The infusion set was in use for 10 hours. The patient replaced at least four sets and called healthcare professional and had not resumed pump therapy. No further information available.